Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: during investigation, the pump alarmed with a call service (cs 069) at start up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.